Event description:
Reporter reports that son was in the hospital for 2 weeks and was placed in a vail bed, in 2008 two days after admission, her son lost his balance while in the vail bed and hit his tooth on the rail, resulting in the loss of his right front tooth and loosing of other teeth. Reporter states that her son's sitter left the room and when she returned, she found the pt in a pool of blood and blood was splattered on the floor around the bed. Pt was taken to the dentist by ambulance, and the dentist informed the mother that the tooth could not be replaced. After this incidence, the reporter states that she called stryker to inform them what happened and was told that they did not make vail beds and that the FDA had taken the bed off the market about five years by the FDA due to safety issues. Reporter told stryker that their name was on the bed, and this was the reason she called them.